Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred and insulin delivery was stopped. Cause of occlusion was not identified. Blood glucose was over 400 mg/dl. Customer went to the emergency room and was admitted to the hospital. Intravenous insulin was administered. Elevated bg was resolved with no permanent injury. Customer was discharged on (B)(6) 2019.